Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced this patients hip approximately a month ago. According to the surgeon this patient recently dislocated her hip several times and a closed reduction procedure. The surgeon decided to revise the hip to a constrained liner to achieve stability and prevent dislocation. A 32mm x 50mm + 4 10 degree liner, and a 32mm + 9 hip ball was explanted and replaced with a 28mm +12 ts ceramic hip ball and a 28mm x 50mm +4 10degree constrained liner were implanted in place. The actis stem and pinnacle cup were left in situ. Doi: unknown - dor: (B)(6) 2021 (right hip).